Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. Customer had blood glucose level of 87 mg/dl. Customer was treated with insulin pump. Customer was using auto mode during the event. Customer declined troubleshooting for the high blood glucose level. Customer received the calibration not accepted alarm. The insulin pump will not be returned for analysis.